Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that insulin pump had time clock anomaly and reenter time and date on insulin pump every time he changes battery and it showed 9 hours suspend. Blood glucose was unknown. The insulin pump will not be returned for analysis.